Event description:
It was learned through implant patient registry and investigation that a unknown aortic valve was explanted after an implant duration of 5 years, 11 months due to svd with severe insufficiency. The explanted device was replaced with an unknown 23mm magna valve. Per medical records, the patient presented with chf and underwent mvr non-edwards mosaic valve and redo avr. Intraop inspection of aortic valve showed the nc leaflet was completely rolled back, accounting for the severe ai, the valve had been implanted with 22-24 cor-knots which were embedded in the annulus and extremely difficult to remove. The valve was removed and complete debridement of the annulus. A unknown 23mm magna was then sized and implanted with pledgeted sutures and secured with cor-knots. Tee demonstrated normal function of both valves. The patient was transported in guarded condition to the ICU and discharged on pod # 11. Hospital pathology report, gross exam only: the central aortic valve leaflets were focally wrinkled and unremarkable for any discrete excrescences. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.